Event description:
Information was received indicating that during use of the cassette, after four (4) hours of use, the pump exhibited a "no disposable" alarm. It was reported that the alarm occurred on both of the patient's pumps and that a new cassette was placed. It is unknown if there were any adverse effects.

Manufacturer narrative:
Other, other text: d5: correction: operator of the device: patient/consumer.